Manufacturer narrative:
(B)(4).device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a low anterior resection, the device did not fire. A manual device was used to continue. There was no injury or adverse event reported.